Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal saline at minimum rate via an implanted pump system. The patient continued to have documented fluid in their pump pocket starting one week post-op. The pump pocket was drained of 100 cc of straw colored fluid. They were seen four weeks later with the pocket appearing to have collected fluid again. The patient was scheduled for a catheter dye study on 2015 (B)(6). The study was inconclusive, but when the catheter was flushed with preservative free saline, a leak was identified in the catheter inside the pocket and a fracture was observed in the catheter (pump segment). The pump segment of the catheter was removed and replaced. The issue was resolved, and the patient's status was alive with no injury. Additional information was requested to determine if the device would be returned to the manufacturer.

Manufacturer narrative:
The catheter was returned for analysis. The sc connector was attached to a test fixture in the analysis lab and no leaking was seen. Finally, after all photos and other testing were done, the returned sc connector was attached to 3 different pumps. In each case the connector made a robust connection to the pump. Also of note are some minor indents to one of the retaining ring fingers.